Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the adhesive pad failing to adhere while worn could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of a patient reports while her daughter was wearing a pod between 36 and 48 hours when swimming the adhesive was not sticking. Her blood glucose level was at 150 mg/dl but then her daughter had a lollipop and her blood glucose went up to 400 mg/dl so the mother gave her a insulin correction. While the daughter was sleeping her blood glucose was at 400 mg/dl so she was given a half dose of insulin by pen and the pod was replaced. Upon deactivation it was noticed the cannula was bent. She give her daughter another 3 units of insulin with an insulin pen which brought her blood glucose level to 350 mg/dl and later it lower to 150 mg/dl.